Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, moderately tortuous, 90% concentric, de novo, obtuse marginal (om) artery the balance middleweight (bmw) elite guide wire successfully crossed the lesion and was positioned. An intravascular ultrasound (ivus) device was advanced on the guide wire but met resistance between the devices. Both devices were removed together from the anatomy as a system without reported issue. A different bmw elite guide wire was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.